Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in. The following information was provided by the initial reporter, "on (B)(6) 2020, a catheter, head of the service, was dispensed at the time of removing it from its primary packaging with evidence of a retracted needle and a catheter pressed with the protector. Additional information: there was no damage to the patient/health professional. There was no exposure of blood/chemotherapic to the skin."

Manufacturer narrative:
H.6. Investigation: bd received two photographs that were submitted for evaluation. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. The photographs displayed the label information only. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that needle retraction occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in. The following information was provided by the initial reporter, "on (B)(6) 2020, a catheter, head of the service, was dispensed at the time of removing it from its primary packaging with evidence of a retracted needle and a catheter pressed with the protector. Additional information: there was no damage to the patient/health professional. There was no exposure of blood/chemotherapic to the skin."